Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading 200 mg/dl while the bg meter was reading 590 mg/dl. The patient was wearing an omnipod insulin pump. No patient symptoms were reported. The patient reported being hospitalized for 5 days, however, no specific medication or treatment details were provided. Attempts to reach the patient back for further event clarification were unsuccessful. The patient was ¿stable¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.